Manufacturer narrative:
A clinical investigation was performed. The fmc associate medical director agreed with the clinical investigation's conclusion that the hospitalization of fluid overload was caused by the use of inappropriate solutions by the patient's wife. The patient subsequently used stronger solutions for increased fluid removal. The peritonitis was caused by touch contamination. The reported cycler problem of watchdog alarm occurred after the hospitalization events, and there was no reported cycler problems before the hospitalization events. The actual device was returned to the manufacturer for refurbishment. A review of the cycler's device history record found the reported watchdog alarm was verified in production department testing. The watchdog alarm were resolved by replacing the time keeper battery. The cycler was refurbished. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.

Event description:
The peritoneal dialysis (pd) patient's wife reported a watchdog alarm on the newton cycler. After troubleshooting, the user was unable to clear the reported alarm. The user reported that the patient had not used the cycler in 3 days due to hospitalization for 3 days due to fluid in his lungs. The user stated that she was using the solution strength according to his blood pressure but not enough fluid was being pulled off. The patient went to the hospital due to shortness of breath coughing pink mucus on (B)(6) 2011. The patient was discharged. During a follow-up call, the pd nurse stated that the patient was hospitalized for peritonitis on (B)(6) 2011 to (B)(6) 2011. The nurse stated that there was no reported cycler problems and no reported fluid leaks.